Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer describes (B)(6) architect (B)(6) ii assay results being generated on an architect i2000sr analyzer for one patient sample (no further information was provided). No suspect results were reported from the lab. There is no impact to patient management reported. A customer service call was initiated.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the architect i2000sr analyzer. Troubleshooting led to the discovery of a leaking valve (no. 1) in wash zone 1. The valve was replaced. A valve pressure test performed after replacing valve no. 1 revealed a failure of valve no. 3. This valve was also replaced. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect anti-hbc ii assay package insert contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.